Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 501 mg/dl. The customer¿s blood glucose was 101 mg/dl at the time of the incident. The customer was feeling nausea. The customer treated with shots. Troubleshooting was performed. The product was not returned for analysis.